Event description:
The infusion pump was involved in an overdelivery of a heparin solution. A 250 ml bag was programmed to infuse at 10 ml/hr. After approx. 2.5 hrs the solution container was found empty. The pt's ptt levels were elevated for awhile, however close observation was the only intervention.